Event description:
It was reported that the guide wire remained stuck in the catheter. The doctor noted that this is due to the fact that the last 3 cm of the wire is too supple. No delay in treatment, pt complications or death were reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Additionally, a second guide wire were returned associate to this event. That product malfunction has been reported under MDR# 3006425876-2015-00039.